Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the up arrow and backlight buttons intermittently activated pump functions when pressed. Adhesive was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the keypad issue the battery compartment was found to be cracked.

Event description:
The patient alleged that the backlight button was intermittently activating pump functions when pressed. Evaluation additionally revealed that the up arrow button was intermittently activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.